Event description:
As reported by end user in (B)(6), during a procedure the tech noted air bubbles gathering at the bottom of the second check-valve in the dual check-valve contract injection line. The tech debubbled the fluid management system and continued the case with the same device. The procedure was completed without further complications. As no air was injected there was no harm to the pt.

Manufacturer narrative:
Although it has been stated that the sample was disposed of at the hospital, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).